Manufacturer narrative:
This follow-up report is being submitted to relay additional information. D6a: exact implantation date is unknown however is noted to have occurred years prior after device manufacturing date, between feb 6, 2019 and dec 31, 2019. D10: medical product: unknown comprehensive reverse glenosphere: catalog#ni, lot#ni; arcom xl 44-36 std hmrl brng: catalog#xl-115363, lot#416770; unknown comprehensive reverse humeral tray: catalog#ni, lot#ni; comp primary stem 15mm mini: catalog#113635; lot#161830; unknown fixation screw: catalog#ni, lot#ni, qty#(B)(4). Additional reports have been filed for this event. Please see additional reports: 0001825034-2023-01934; 0001825034-2023-01935; 0001825034-2023-01936; 0001825034-2023-01937. Visual and dimensional evaluations of the product could not be performed as no product was returned nor were pictures provided. Device history record was reviewed and no discrepancies related to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. This complaint is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information at time of this report.

Event description:
It was reported that a patient underwent an initial shoulder replacement surgery. Subsequently, approximately four (4) years post-implantation the patient underwent revision surgery to improve function and relieve pain. Due diligence is in progress for this event; to date no further information has been reported.

Manufacturer narrative:
Cmp-(B)(4). D10: medical product: unknown comprehensive reverse glenosphere: catalog#ni, lot#ni; arcom xl 44-36 std hmrl brng: catalog#xl-115363, lot#416770; unknown comprehensive reverse humeral tray: catalog#ni, lot#ni; comp primary stem 15mm mini: catalog#113635; lot#161830. G2: foreign: united kingdom. Multiple MDR reports have been filed for this report, please see associated reports: 0001825034-2023-01461; 0001825034-2023-01462; 0001825034-2023-01463; 0001825034-2023-01464. Diligence is in progress to determine whether the product will be returning to zimmer biomet for evaluation. The investigation is in progress. Upon completion of the investigation, a follow-up MDR will be submitted.